Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0q967, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that they had a bladder infection and was being treated. The patient developed sepsis due to the bladder infection and was admitted to the hospital on (B)(6) 2015. The patient's sepsis was resolved and was discharged on (B)(6) 2015. There was no alleged product issue reported.the event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. If additional information is received, a follow-up report will be sent.